Event description:
Vaguely stated that the batteries leaked and an employee may have been burned. This report could not be corroborated and risk mgmt has not returned both written and oral requests for add'l info to date.